Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 186 mg/dl back to back with a result of 86 mg/dl on the aviva system when testing was performed less than 10 mins apart. Reporter did not indicate that he was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.